Manufacturer narrative:
The suspect device was returned for evaluation. Visual inspection observed scuffs and abrasions on the cuff surface. During functional testing, the cuff was inflated with air, and submerged in water. Bubbles were observed escaping from a tear in the cuff material. The location and physical characteristics of the cuff damage is consistent with the cuff coming into contact with a sharp object, possibly an abrasive cleaning detergent or brush. A review of the device history records, relevant to the reported lot number, revealed no non-conformities during manufacturing. The cuff was confirmed to be leaking; however, its root cause could not be exactly determined. Inspection of the returned sample revealed no evidence that would suggest the reported event was caused by an intrinsic product problem.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that after one hour of use with the listed device, leaking occurred at the cuff. Tracheostomy change was performed without issue. No adverse health outcome resulted from this event.